Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom #3 key malfunctioning. Evaluation found the #3 key to be inoperable caused by external influence. The front case assembly, including the keypad, was replaced.

Event description:
It was reported that a spectrum pump experienced a malfunctioning #3 key on the keypad. It was also reported that there was no patient injury.